Event description:
The rptr stated that he did back to back blood glucose tests, using separate finger sticks, within ten minutes. His results were 120 and 235 mg/dl. He did not have any symptoms. On follow up, the rptr stated that he also did a meter to hcp meter comparison. The tests were done at the same time, with his meter reading 135 mg/dl and the hcp meter (also surestep) reading 228 mg/dl. He had used his own test strips on both meters; did not have control solution to test strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8